Manufacturer narrative:
The device has not been returned for evaluation. An investigation of the device history record and post-market surveillance history was completed and nothing was found. If additional information is obtained or if the device is returned, a supplemental MDR will be submitted accordingly.

Event description:
Reported information by surgeon, intraoperative difficulty encountered while seating the retaining ring onto the poly liner during final construct (c25-0686) which led to delay in surgery. This report captures custom bayley walker retaining ring.